Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Reportedly, the ipg was superficial on the patient's skin and that the area was sore and tender to the touch. As a result, the ipg was explanted on an unknown date.